Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible on the balloon, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers. There was a bent strut in the first row of the distal end of the stent implant, confirming the reported stent damage. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the failure to advance as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the previously deployed stent during retraction, damaging the struts, and contributing to the resistance during retraction. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for difficult to remove for this lot. Further, stent damage is expected and not unusual with failure to advance complaints. Catheters may become damaged if force is applied during attempts to advance or retract the product and/or from handling prior to use and/or during packaging for return. The reported difficulties appear to be related to the operational context of the procedure and not a product quality deficiency.

Event description:
It was reported that the promus rx stent delivery system (sds) was unable to cross the heavily tortuous and calcified lesion site in the mid left anterior descending artery. While withdrawing the sds, the device interacted with an already implanted xience stent proximal to the lesion site. The sds got stuck on the xience stent which resulted in flared proximal stent struts. The procedure was completed with another promus rx. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.